Event description:
It was reported that the user intentionally did not announce meals due to an active lifestyle and sought confirmation whether this use was acceptable; the agent advised that meal announcements are recommended, and that the pump will continue to correct glucose levels regardless. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical intervention. Customer care agent provided troubleshooting and user education regarding proper meal announcement practices. Investigation of this case revealed normal device function with user-initiated deviation from recommended use without alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user decision-making and use error rather than a device malfunction.